Event description:
The customer contact reported the device was found delivering at a rate different than the originally programmed rate. At an unspecified time, the device was programmed to deliver unspecified concentration of heparin at a rate of 16.7ml/hr, with a vtbi (volume to be infused) of 250ml, and delivery was started. No further programming parameters were provided. Approximately 30 minutes after the delivery was started, the device alarmed for an unspecified alarm condition. At that time, the nurse noted the display indicated the rate of 495ml/hr. No specific event details were provided. Though requested, no add'l info was provided, including the patient outcome, and if any medical interventions were required.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.